Manufacturer narrative:
Returned for evaluation was a starburst probe. As received, the starburst probe appeared use. Bio material {blood} was noted to the tines and the tines appeared damaged/twisted. The trocar was found to be bent. Although it was possible, some resistance was felt when attempting to deploy/retract the tines. The reported complaint description is confirmed. The device was connected to a 1500x rf generator. The device was recognized. The temperature displays all read ambient temperatures and were observed to rise when grasped with gloved fingers. None of the windows displayed "op". The device was disconnected and reconnected multiple times with the same results. The device appears to be functioning properly. The array windows had no apparent damage which could lead to bad deployment. Due to the bent trocar a root cause is undeterminable, however it is not manufacturing related. The bent trocar could prevent the array from deploying out the array window. A device history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. After assembly is completed functional testing is performed. The device is deployed successfully five times. This defect would be captured during this time. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference # (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint reference # (B)(4).

Event description:
During an rfa procedure using a starburst rfa probe, one tine couldn't be deployed while the electrode was inside the tumor. The procedure was aborted due to this event. As the procedure was not completed, and the patient was unnecessarily sedated, this event meets the criteria of a reportable adverse event. It was indicated the patient did not suffer any harm or injury due to the event. The reported defective device has been returned to the manufacturer for evaluation.